Event description:
Pt reported problems with unit. Pt c/o of dizziness and nosebleeds. Pump evaluated and low voltage alarms. System controller and patient cable replaced. This is one of four events in approximately four months with this device in different patients at this facility.what was the original intended procedure?none.